Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Another new issue that just came up last night is, we had a defective epidural catheter; it had no perforations in the end, so no medication could be administered through it. This required a repeat epidural procedure and delayed patient care.

Manufacturer narrative:
Qn# (B)(4). A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A lot number was not provided. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural catheter with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. No further action is required at this time.

Event description:
Another new issue that just came up last night is, we had a defective epidural catheter; it had no perforations in the end, so no medication could be administered through it. This required a repeat epidural procedure and delayed patient care.